Event description:
The 10cc inflatable balloon, from vcare® plus, medium (34mm) cervical cup (ref# 60-6085-201a lot# 202011161), failed to stay inflated during the surgical procedures. As soon as 10ml syringe was removed from tube, the balloon leaked air through the cervix. It is suspected that the faulty device came from a bad lot. A new device brought in from a different lot worked as expected. No harm experienced by the patient during the incident with the vcare® plus, medium (34mm) cervical cup.